Manufacturer narrative:
Other text: d5 is unknown, no information provided to date. H6: health effect and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the liquid crystal display (lcd) lens is scratched. Functional testing found the pump is double-beeping on startup without test cassette installed. Lec 1230 error message displayed on startup. Upon inspection, the nub on the downstream occlusion sensor appears to be worn. Replace worn down stream occlusion (dso) sensor and corrupted microprocessor unit (mpu) board. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported of device is double beeping during testing.no patient injury.